Manufacturer narrative:
(B)(4). Event is still under investigation.

Event description:
On the final completion run, the consultant noticed a significant endoleak originating from the contralateral side. Following angiography, a type 1a or 1b was ruled out. The user facility re-ballooned all the junctions and limb but the endoleak remained. They believe it was a type 3 leak (leak through a defect in the graft fabric). The patient did require additional procedures due to this occurrence : they realigned the limb with three other zsle grafts and this seemed to improve the endoleak but not entirely resolve it. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, trends, and quality control data was conducted during the investigation. The complaint device was not returned; therefore no physical examination could be performed. The lot number of the device is not known; accordingly a review of the device history record could not be conducted. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints.